Event description:
The target lesion was in the mid lcx. The lesion was a de novo and thrombotic lesion. Aha/acc classification of the vessel was unknown. The lesion length was approximately 25mm and the vessel diameter was approximately 2.5mm. It was an emergent case due to ami. It is unknown if pre-dilation was conducted. A cypher bx stent (2.5/28mm) was implanted at 8atm (inflation time unknown). Post-dilation was conducted with a ptca balloon at 14atm (inflation time unknown). The residual % of stenosis was unknown. Timi flows before and after the procedure were unknown. Ivus was conducted. It is unknown if act was measured. Three days post procedure, the patient developed st-elevated mi. Angiography was conducted and thrombus was observed inside the cypher bx stent implanted in the mid-lcx. To treat the thrombus, aspiration and balloon angioplasty were conducted. Physician's comment: the possible causes of the thrombotic event were that the cypher bx implanted in the mid lcx was under-dilated, and the vessel was a thrombotic lesion because it was an ami case.

Manufacturer narrative:
Concomitant medical products: anti-platelet therapies conducted were following: aspirin 200mg/day: (B)(6) 2006; ticlopidine hydrochloride 200mg/day: (B)(6) 2006; heparin unknown dosage: (B)(6) 2006 (during the pci). The product remains implanted in the patient and is thus not available for evaluation. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. The IFU warns that the use of this device carries the associated risks of sub-acute thrombosis, vascular complications and/or bleeding events. The physician commented that the possible cause of the thrombotic event was that the cypher stent implanted was under-dilated and the vessel was a thrombotic lesion because it was an ami case. Patients who are known to be at high-risk for thrombotic events include those with long lesions, a vessel diameter less than 3mm and previous thrombus. The safety and effectiveness of cypher products have not been established in patients with a recent acute myocardial infarction. Based on the information available, there are possible patient factors (ami presentation), vessel characteristics (2.5mm vessel diameter) and procedural factors (stent underexpanded) that may have contributed to these events. Neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue, therefore no corrective action is required. Cypher select product (cra/crb/cjb) is not distributed in the us; however, it is similar to us distributed cypher product (cxs).